Event description:
It has been reported to philips that there was no power to the system. No harm has been reported to philips. A philips field service engineer (fse) replaced the geometry pc and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that there was no power to the system. Review of the system log file showed that multiple device malfunction. Upon troubleshooting fse found that the geo ipc had a shorted power supply. To resolve the issue, fse replaced the geo pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.